Event description:
It was reported that the down arrow is not responding as well as it used to and the ok button requires add'l presses with more force. It was reported that the keypad is intact and the pump is not exposed to water.

Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. The up arrow, down arrow and ok keypad buttons were intermittently responsive during testing. It was also found that the contrast keypad button required excessive force to activate a response during testing. During investigation, the down arrow key contact was observed to be misaligned. The contrast keypad button did not always spring back when pressed. It was found that the up arrow, down arrow and ok keypad buttons intermittently spring back when pressed. There was evidence of keypad adhesive found under all key contacts. Unrelated to the complaint, during eval, it was observed that the pump displayed a dim reddish verify screen.